Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels exceeded 17 mmol/l (306 mg/dl) after wearing a pod for more than 48 hours on the back. They attempted to lower his bg levels by delivering a correction bolus through the device, but they were unsuccessful. That was when they decided to remove the pod and replace it with a new one. As they were removing the device, they reported observing blood on the adhesive and around the cannula. After the pod was removed, it was noted that the cannula appeared bent. A correction bolus was delivered through the new pod and the patient's bg levels began to go down.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would result in a bleeding/bruised infusion site or high blood glucose levels. The cause of the reported event of a bleeding/ bruised infusion site could not be determined.